Manufacturer narrative:
Other, other text: sample received: sample received consist in 1 cassette product. The sample was received in used conditions, decontaminated, without its original packaging and inside plastic bag. Results: no damage, kinks or deformations that could cause the failure mode reported. Pump tube height: the sample was tested to measure the height of the pump tube arch and determine if is under or out of spec. Results: the pump tube height measure failed the test, the pump tube height was 0.0961 inch out of spec, however the cassette was received in used conditions this affect the pump tube height. The sample could be connected without problem; sample passed the test average delivery. The following detection mitigations are placed in the manufacturing process to delivery issues. Cassette leak testing, install ffp clip and luer capping production performs a 100% in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Cassette in process testing production performs an accuracy test. Accuracy test procedure; takes a sample of 3 parts at shift start-up, the beginning of every job; at least every 5 hours. Quality procedure for cassette regular, cassette enteral and cassette 250 ml, quality takes a sample of 15 units at an interval of 2 hours 30 minutes, prior to placing product in bag, to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. No root cause determine due complaint was not confirmed. No root cause determine due complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Possible lot number provided: 10092760. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was used with a pump that had the infusion rate that is off, pump involved in a patient incident.